Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a revision procedure due to difficulty charging. The ipg was damaged during the procedure by a plasma-blade. In addition, the ipg could not communicate with the remote control (rc) during the procedure. The ipg was replaced and the issue was resolved. Malfunction was not suspected prior to the procedure.

Manufacturer narrative:
Ipg sc-111-2 (650360): the complaint was confirmed. The root cause of the event was damage to the u1-analog ic. The device exhibited excessive sleep current leakage. The source of the device damage was due to the use of the plasma blade/electrocautery during the procedure.

Event description:
A report was received that the patient underwent a revision procedure due to difficulty charging. The ipg was damaged during the procedure by a plasma-blade. In addition, the ipg could not communicate with the remote control (rc) during the procedure. The ipg was replaced and the issue was resolved. Malfunction was not suspected prior to the procedure.